Event description:
It was reported that the catheter was used off-label to perform a posterior wall ablation and the patient experienced double vision after the procedure. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced double vision. During the procedure ablations were made to the pulmonary veins and the posterior wall. Use of the catheter to perform a posterior wall ablation constituted off-label use of the device, as it is indicated for pulmonary vein isolation (pvi) per the instructions for use. 101 ablation applications were made during the procedure with three or four device exchanges to perform touch-up ablations. The procedure was completed successfully. A magnetic resonance imaging (MRI) scan was scheduled after the patient reported the double vision. The event is ongoing. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.